Event description:
It was reported that pump experienced weak battery issue as described by customer. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting at time of report, and no additional actions or outcomes were documented.